Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection or hyperglycemia. However, the patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/2016. Using the pod 5 / page 44: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient's blood glucose reached 300mg/dl with tenderness at the infusion site (right arm) while wearing the pod longer than 48 hours. Upon activation, patient felt as if the cannula had "hit a muscle." When removed, patient found cannula had not fully penetrated the skin. Due to tenderness in arm, patient visited her primary care physician and was diagnosed with cellulitis. Treatment included a 10 day cycle of antibiotics (bactrim 160mg).

Manufacturer narrative:
Upon receiving the device, no defects or abnormalities were found that could cause an infection, and the device functioned normally. The exact cause of the infection could not be determined. No issues noted that would cause high blood glucose levels. It could not be conclusively determined if the cannula was improperly inserted in the infusion site.